Event description:
It was reported that there was a ventricular fibrillation episode due to noise. It was also noted that though the device charged to 30j only .3j were delivered. Finally, low impedance was observed. It was scheduled for replacement. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a ventricular fibrillation episode due to noise. It was also noted that though the device charged to 30j only .3j were delivered. It was noted that there was short circuit protection due to low impedance on the high voltage lead. The device was scheduled for replacement. No patient complications have been reported as a result of this event. It was further reported that the device was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. The analysis found the battery depletion was normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.